Event description:
Pt with a history of prior back surgery (1994) underwent a left l5 laminectomy, l4/l5 discectomy, and a right foraminotomy of l5/s1 with application of adcon on 05/26/1999. The operative report for this procedure documented a large amount of scar observed from the 1994 procedure. The pt was discharged on post-op day 2 feeling well. On 06/11/1999, the pt was admitted with with complaints of nausea, vomitting, diarrhea, headaches, and swelling in the lumbar area. Beta-2 transferrin indentification of the aspirate was positive for cerebro spinal fluid. The pt was then managed conservatively for 1 week including bedrest, insertion of a lumbar drain, and injection of fibrin flue to repair the cerebro spinal fluid leak. On 06/18/1999, the pt underwent re-exploration. During the reoperation, a 3-4 mm dural hole was identified and repaired. Post-operatively, the pt was discharged with no further signs of a cerebro spinal fluid leak on 06/22/1999. On 08/16/1999, the pt returned to the office with complaints of right leg pain and bilateral buttock pain which was managed with medication, physical therapy, and a tens unit. On 09/20/1999, the pt again returned to the office with complaints of "right thigh burning", numbness, and difficulty walking. An MRI done on 10/2719/99 revealed degenerative disc disease and narrowing of the neural foramina and evidence of mild arachnoiditis.